Event description:
Event description guidant received information that this pacemaker upon interrogation displayed end of life this month. It is in vvi configuration at a rate of 50 bpm. The patient reportes not liking this. The health care worker, who is seeing this patient for the first time, is wondering if this is a recalled device and how long they have before the pacemaker will have to be replaced.